Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported sm/ultrasound issue.¿ as such, the non-conforming ultrasound module was replaced to address the issue. However, the reported ¿irrigation/aspiration issue¿ was not confirmed nor replicated. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. Ther were no relevant complaints as part of this investigation. The root cause of the reported sm was attributed to the non-conforming ultrasound module. The reported ¿aspiration and vacuum issues¿ were not replicated, as the respective system was found to not have problems. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy surgery an ophthalmic system exhibited o vacuum & aspiration during phaco mode. The system displayed system message and also the diathermy was not operational. Patient impact was not reported. Additional information has been requested but is not available at the time of this reporting details.

Manufacturer narrative:
Corrected and additional information is provided in sections b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that the issue occurred during phacoemulsification mode.